Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the next day, after the implantable neurostimulator (ins) as been fully charged, the remaining charge of the ins is confirmed to be 50%. The charge consumption is too fast. No environmental/external/patient factors that may have led or contributed to the issue are known. When checked with the handset, the remaining charge level of the ins was 100% because it had just been charged. Manufacturer representative (rep) advised to charge it frequently and consult the physician. Additional information was received from the manufacturer representative (rep) confirming that the ins charge level was depleting rapidly. The cause of the rapid battery depletion is unknown. Rep checked charging from the recharger to the ins and, at that time, the ins was already fully charged, so it was not possible to confirm the defect event. The issue was not resolved. Rep requested the patient consult with the physician.